Manufacturer narrative:
The reagent lot number is 812842. The expiration date was not provided. The customer stated that they heard noises from the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hbsag ii results from ten patient samples tested on the cobas e 801 analytical unit. The initial results were "reactive". The repeat results were "non-reactive".

Manufacturer narrative:
The field service engineer inspected the analyzer and found that the main water pump was causing the analyzer noise. He replaced the pump and performed successful instrument checks and test runs. The qcs were also within the specified ranges. The investigation determined that a component failure caused the event (main water pump). The investigation determined that the service actions resolved the issue.